Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, the device alarms with tf5507, 5512.

Manufacturer narrative:
The device alarmed with tf5507 error and loss of peep during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device was released back into use.